Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The ventilator interface board was replaced.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The anesthesia machine was swapped out. There was no reported patient injury.